Event description:
It was reported by the customer that the patient came to the emergency room when it leaked under the dressing at the health center when the PICC line was repositioned (care and maintains). When the PICC line was flushed fluid came from the insertion site. Blood was also obtained during aspiration from the insertion site. The PICC line are drawn out from the patient without problems. When flushed outside the body, a small hole is visible that was inside in the patient's arm. The patient felt well the whole time. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking PICC line is confirmed. One 4 fr s/l powerpicc solo was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An initial visual observation showed use residues throughout the returned catheter, and a permanent kink impression was observed just distal of the 7 cm depth marker. A functional test of infusing water into the catheter using a 12 ml syringe revealed a split just distal of the 7 cm depth marker. A microscopic observation revealed a longitudinally aligned split at the kink site observed just distal of the 7 cm depth marker. The fracture surface of the split appeared granular, and the split was observed to be at the corner of the kink. The complaint of a leaking catheter is confirmed. The damage location suggested that catheter securement, access and maintenance techniques may have contributed to the failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that the patient came to the emergency room when it leaked under the dressing at the health center when the PICC line was repositioned (care and maintains). When the PICC line was flushed fluid came from the insertion site. Blood was also obtained during aspiration from the insertion site. The PICC line are drawn out from the patient without problems. When flushed outside the body, a small hole is visible that was inside in the patient's arm. The patient felt well the whole time. No other information was provided.